Event description:
It has been reported to philips that the host pc failed to bootup. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the host pc failed to boot up. Analysis of the system log file confirmed that the host pc did not start up and the flexvision pc could not connect to the host pc. During troubleshooting, the rse found that the host pc was not booting and was out of power in the hard drive box. The host pc was turned off and reconnected and then turned on the power buttons of the hdd. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.